Event description:
The customer reported the shock button on the bezel was not working. There was no reported pt involvement.

Event description:
Reporter alleged obtaining the results of 408 mg/dl and 156 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. Reporter stated that some of the strips in the vial were bent as if the cap was closed down on them. A request was made for the return of the affected product.